Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there were multiple signal too low, unexpected restart error, and test failure alarms in the customer's insulin pump alarm history. The patient's blood glucose at the time of incident was 5.0 mmol/l. There was also a crack on the insulin pump. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with a21 error alarm after battery change due to broken solder joint on the interface board. However, the insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and self-test. No unexpected a17 or a44 error alarms noted. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.